Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the eyepiece was cracked. The issue was found in preparation for use in an unspecified therapeutic procedure. The procedure was completed with a similar device and no delay was reported. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the eyepiece was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.